Manufacturer narrative:
The pump has not been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
Per the distributor, it was reported that the buttons are sticking and the audio bolus button is very difficult to push.